Manufacturer narrative:
Device passed the displacement test. Device alarmed motor error during basic occlusion test due to moisture damage on the faulty sensor resistor. Unable to perform prime/compromised force sensor system test and excessive no delivery test due to motor error alarm. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm during prime. Customer's blood glucose was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.